Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The provider states, when lowering the head section, the head section would drop 3 or 4 inches. He states this issue would occur throughout attempting to lower the head section.

Manufacturer narrative:
Device returned and evaluated. Original alleged issue was unable to be duplicated. Device performed without incident and within specifications. Device returned to customer.

Event description:
The provider states, when lowering the head section, the head section would drop 3 or 4 inches. He states this issue would occur throughout attempting to lower the head section.